Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section a1, a2, a3, b4, b5, g3, g6, h2, h6 and h10.

Event description:
It was reported that a patient underwent a tmj procedure. Subsequently, the patient's fossa component was revised for unknown reasons.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products. Item# unk, unk lft tmj mandibular comp, lot# unk. Item# 24-6564, tmj system rt tmj fossa comp, lot# 137180. Multiple MDR reports were filed for this event, please see the associated reports: 0001032347-2023-00389 and 0001032347-2023-00391.

Event description:
It was further reported that the patient underwent a tmj revision due to noise, pain, shift in occlusion, swelling, heterotopic ossification and malposition of the right tmj prosthesis. Autogenous fat grafting to the left tmj joint was also completed during the revision along with the removal of a residual disk was performed during the revision procedure.

Manufacturer narrative:
.

Event description:
It is further reported that during the revision procedure, the heterotopic ossification was removed. Further, the right fossa was removed and replaced with also the implantation of screws for maxillomandibular fixation. The surgeon packed autogenous fat graft around the device. On the left side, the fossa and condyle were exchanged and also had autogenous fat graft packed around the device.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 2 month history of popping and a "thump" in the left tmj with an associated shift in his occlusion, bilateral periauricular constant achy pain that travels down to neck, right facial swelling with occasional warmth, squeaking in right tmj. Heterotopic bone formation and malposition of the right tmj prosthesis, malocclusion with shift of the bite to the right. A definitive root cause cannot be determined. The reported event is confirmed, based on medical records. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.